Event description:
It was reported that 20 lvp display boards needed to be replaced for dim segments. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 18 out of 20 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 18 out of 20 lvp display board assemblies exhibited dim segments. One display board was observed with no dim segments. One display board was not tested due to channel error 211.2000 which indicates a keypad processor communication error. Risk assessment dir: (B)(4) reports dim segment issue associated to faulty component of the seven segment display. There was no patient involvement (npi). Device inspection: the customer returned 20 lvp display board assemblies p/n tc10004754 in individual plastic bags. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 19oct2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 19oct2020 and indicated that this device has been previously returned for service one time on 21jul2017 for an issue unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for the investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 20 lvp display boards needed to be replaced for dim segments. There was no patient involvement.